Manufacturer narrative:
The report from the field indicated that a female patient with a history of deep venous thrombosis was taken electively to the special procedures lab for placement of a permanent vena cava filter. The physician positioned the filter in the inferior vena cava (ivc) below the renal arteries. Upon deployment, the filter only partially expanded, adhearing only on the right side of the ivc. The filter did not migrate. The physician attempted to expand the stent with an occlusion balloon, and then with a pta balloon to no avail. The decision was made to try remove the filter with a snare device. The physician positioned the snare device in the middle of the filter and pulled slightly to withdraw it. At this point, the filter opened and fully adheared to the vessel walls. The procedure was concluded and the patient was discharged in stable condition. The procedure was extended from 15 minutes to approximately two hours. The patient was stable throughout the procedure. Clinical impression: during an interventional procedure the trapease filter partially deployed. The physician tried to expand the un-deployed portion of the filter to no avail. While trying to retrieve the filter with the snare, the device opened and fully adhered to the vessel wall. The procedure was concluded, and the patient discharged with no reported injury. There is not enough information available to draw a clinical conclusion between the device and it's malfunction. Device review: review of the manufacturing route sheets revealed no anomalies that can be associated with the reported complaint. As no lot number was available, no review of the manufacturing records could be performed. Conclusion: no product was returned therefore the exact cause for the reported issued could not be determined.

Event description:
While attempting to deploy filter in the ivc, the filter did not fully expand.